Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9345598. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. Through examination of the samples, the product packaging was observed torn. An exact cause related to the manufacturing process could not be determined for the observed damage. It is possible that this type of tearing can occur if an incorrect method of separation is used. It is recommended that the blister packages are separated on a horizontal plane.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% packaging had poor perforation that caused the paper to detach from the foil or the foil to tear. This occurred once each in lots 9345598 and 0118403. The following information was provided by the initial reporter, translated from germany to english: "today, we received a complaint from a customer that some bd posiflush blisters open up when they are separated from the packaging. The paper detaches from foil the foil or the foil tears."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9345598. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-12-11. Medical device lot #: 0118403. Medical device expiration date: 2023-03-31. Device manufacture date: 2020-04-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% packaging had poor perforation that caused the paper to detach from the foil or the foil to tear. This occurred once each in lots 9345598 and 0118403. The following information was provided by the initial reporter, translated from (B)(6) to english: "today, we received a complaint from a customer that some bd posiflush blisters open up when they are separated from the packaging. The paper detaches from foil the foil or the foil tears."